Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2015. The local representative reported that following implant of the transvenous leads the patient died. The patient's death was attributed to procedure anesthesia and occurred prior to the implant of the device. There were no allegations of product malfunction.